Event description:
It was reported the proximal end of the across transseptal access system fractured at the shaft near the proximal end of the hub. During an ablation procedure, the shaft fractured during removal of the dilator. The procedure was completed without incident. Another device was used to complete the procedure without incident. Investigation revealed the fractured shaft was located 24.9 inches proximal from the tip end of the sheath which would have leaked during use.

Manufacturer narrative:
(B)(4). One 8.5f transseptal introducer was received for evaluation. Visual inspection revealed a fracture in the shaft near the proximal end next to the hub. The shaft circumference remains round. The fractured shaft was located 24.9 inches proximal from the tip end of the sheath which would have leaked during use. X-ray was performed which confirmed the shaft was manufactured properly during the molding operation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors.